Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedances greater than 3,000 ohms. There were some inappropriately stored atrial events that appears to be a result of noise. The out of range impedance measurement was able to be reproduced with pocket manipulation; however all other impedance measurements were in the 300's ohms range. The atrial sensitivity was decreased and it was reported that this patient would managed non-invasively at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.